Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via device manufacturer representative indicated that stopped pump period may exceed tube set. No further complication was reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion/wear/lubrication on the motor gear train, and a stall due to the gear pinion and due to gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump stalled on (B)(6) 2018. The patient did not hear an alarm until five days after the pump stalled and the patient ¿about died¿. On (B)(6) 2018 the patient went to the emergency room and it was believed that the patient had gastrointestinal virus. The patient was in withdrawal for ¿almost 5 days¿ and had gastroenteritis. The patient was hurting, had diarrhea and was vomiting. The patient was sent home on medication. The next day the patient was called and was told to take the medication and it should pass. The patient went into seizures. The pump alarmed on (B)(6) 2018. The patient contacted the hcp and was ¿rushed¿ up there to switch out the pump. The pump was delivering morphine 19.5 mg/ml; 18.5 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving morphine (25 mg/ml, 1.2 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the patient was not feeling well on (B)(6) 2018. Upon interrogation of the pump, the report showed that the pump had been stalled since that date, with no recovery. Imaging showed no pump rotor turn. The pump was explanted and replaced, was in the possession of the rep, and would be returned. The patient status was 'alive - no injury.' No further complications were reported.